Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 22/sep/2021, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital on 3/sep/2021. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 through (B)(6) 2021 due to multiple unspecified comorbid conditions. The pdrn stated the hospitalization was unrelated to pd therapy or any fresenius device(s) and/or product(s). Additional information was requested (e.g., patient demographics, discharge summary, hospital records), however the request was declined due to privacy concerns. I attempted to explain how the exchange of information was appropriate given the circumstances, however the pdrn continued to decline.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
On 22/sep/2021, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2021. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 through (B)(6) 2021 due to multiple unspecified comorbid conditions. The pdrn stated the hospitalization was unrelated to pd therapy or any fresenius device(s) and/or product(s). Additional information was requested (e.g., patient demographics, discharge summary, hospital records), however the request was declined due to privacy concerns. I attempted to explain how the exchange of information was appropriate given the circumstances, however the pdrn continued to decline.